Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to noisy signals. This resulted in the minute ventilation (mv) feature being automatically disabled. The local area representative reached out to technical services (ts) for the sam event. Upon review, it was noted that the sam event was a result of electromagnetic interference (emi). Additionally, the sam episode revealed a high out-of-range impedance measurement on the right atrial (ra) lead with noise from the same day was stored. Troubleshooting options were discussed and recommended. The product remains in service and no adverse patient effects were reported.